Event description:
Customer reports back to back testing on the same meter using the active system with results of 198 mg/dl, 108 mg/dl, 126mg/dl and 81mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.